Event description:
A malfunction alarm was reported with the code malf 12. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.